Event description:
The customer reported that they had a speaker malfunction inop. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they had a speaker malfunction inop. No pt harm was reported. There is no indication that the speaker failed to make sounds. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.